Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath: product type: catheter. (B)(4).

Event description:
It was initially reported that the patient had some bleeding and ¿odema¿ following the pump replacement on (B)(6) 2014. Additional information was requested to clarify interventions, resolution, medication delivered, and outcome. Further information was provided in which the patient needed urgent surgical review for developing a post-operative "haematoma" in the abdominal pocket after a few hours. This device system delivered compounded baclofen. No further information was provided at this time. Should additional information be received a supplemental report will be filed.